Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing poor performance. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt, as well as slices at the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.